Manufacturer narrative:
Reported event: an event regarding revision due to wear, abnormal ion level and disassociation is reported involving v40 metal head. The event was confirmed for metallosis and disassociation based on medical review but abnormal ion level was not confirmed. Method & results: product evaluation and results- not performed because device was not returned. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2021: stryker pi report: (B)(6) 2010: intraoperative sheet. Implants: 30mm torx screw, 36mm x3 100 polyethylene v40 cocr lfit head 36mm/+5mm, accolade tmzf 1270 size 3.5, trident acetabular shell 54mm-e (B)(6) 2021: cxr report. Non-contributory (B)(6) 2021: hip x-ray. Fracture of the femoral neck and proximal migration of femur. Acetabulum intact. (B)(6) 2021: operative note. Indications-failed left tha due to trunnionosis and stem -head disengagement. Revision tha left. Findings of the dissociation, metallosis with reactive tissue, poly wear. Accolade 1 stem dissociated from head due to penciling deformity as noted on x-ray. Cocr head. No obvious infection but cultures taken. Stem was well fixed and penciling of trunnion noted. Stem removed with osteotomes and reciprocating saw. Cup was explored and left after removing poly. Femur prepped for restoration modular. Selected mdm construct. 42mm od with 28mmcocr head +8mm. Final implants restoration modular 14x155mm stem, 21mm standard body, 42mm od poly for mdm and 28 +8mm cocr head, 42-e mdm liner. Confirmation: the event, a revision tha for head-trunnion failure with dissociation of the head from the stem can be confirmed. Metallosis was confirmed. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Recall of this particular device could not be confirmed without additional information. The alleged injuries cannot be confirmed without additional medical records. Root cause: the root cause was likely related to an lfit head-trunnion problem. The lot numbers would need to be checked to confirm if, as alleged, this was a recalled device. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was reported about revision due to metallosis and disassociation involving v40 metal head. The event was confirmed for metallosis and disassociation based on medical review but abnormal ion level was not confirmed. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.